Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure could not be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: emergency lamp indicator blinking on front panel, lamp does not fix properly, lamp heat sink found different type hence. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the emergency lamp indicator was blinking on the front panel due to a defective emergency lamp. Additionally, the lamp may not have been properly secured because of a faulty lamp base, and the lamp heat sink was found to be of a different type than expected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source experienced a no ignite problem in the main lamp, but the spare lamp still works. There were no reports of patient involvement.